Event description:
Home care staff found the user sitting on the floor next to the bed. The walker was standing in front of the user, the left wheel had fallen off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specfication. The walker was 10 years old. Etac ref. No. (B)(4).